Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the physiotherapist experienced unspecified burns during a treatment. The complaint report suggests, but does not explicitly state, that medical intervention was required to prevent permanent impairment. No further information is currently available.